Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months. During service the evaluator could not reproduce the reported problem, however the ultrasonic sensor was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified multiple events of system error 345. The reported condition was verified. The cause was determined to be the upstream thermistor was failing. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.